Event description:
High oscillation frequency parameters were increased throughout patient care because there was no improvement in the patient's condition. There was periodic unusual noise observed. Ventilator removed from patient.large tear in bellows was discovered at this point. There was never an alarm indicating ventilator was functioning improperly. Manufacturer response (as per reporter) for high frequency oscillator ventilator, hfov - bcalled vendor and informed them of the event. They suggested utilizing a different cleaning process than was currently in use. This is not satisfactory because it still should have detected the tear and alarmed.note: the part was within a few months of it's recommended replacement date, but had not exceeded the manufacturer's replacement interval.

Event description:
High oscillation frequency parameters were increased throughout patient care because there was no improvement in the patient's condition. There was periodic unusual noise observed. Ventilator removed from patient.large tear in bellows was discovered at this point. There was never an alarm indicating ventilator was functioning improperly. Manufacturer response (as per reporter) for high frequency oscillator ventilator, hfov - bcalled vendor and informed them of the event. They suggested utilizing a different cleaning process than was currently in use. This is not satisfactory because it still should have detected the tear and alarmed.note: the part was within a few months of it's recommended replacement date, but had not exceeded the manufacturer's replacement interval.